Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the battery was depleting quickly. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned.however;the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.